Manufacturer narrative:
D3 - MFR establishment name and address: corrected. H3 and h6 codes: updated. One used device and four unused from same lot were received for investigation. The visual inspection was performed and there were no damages or anomalies observed. During the functional testing, no pump alarms were observed for all five admin sets during priming. However, after priming, micro air bubbles were observed within the tubing line. According to the IFU it states to "use only with flexible, plastic, nonvented fluid container. Allow fluids to adapt to room temperature before priming tubing or air bubbles may form in the fluid path. The complaint of air in line can be confirmed. The probable cause is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.

Event description:
It was reported that air got in the administration set when it was getting filled. Per reporter, the site tried two other sets, and it was the same problem with both. They have also tried with another lot administration set, but it had no problem to filling. It was noted that two nurses helped to fill the administration set (electrodermal (eda) sets) and both the first and second sets had a lot of air bubbles, even though try tried using more and more fluid. The nurses took one eda set from a different batch, and it worked well to fill. There is one eda set saved that the nurses tried to fill, but a lot of air bubbles formed. Seven eda sets were left in the box, and it was further noted that there were twelve eda sets in a full carton, so three must have been used without issues. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device history of the reported lot number was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint of failure mode" air in line" could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.